Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
G2 report source (consumer). G2 report source (consumer).